Event description:
When drawing morning labs from the central line, registered nurse noted that the inside piece of the injection cap was either missing or did not engage after syringe removed. The injection cap was replaced. Since this report, there have been several other incidences reported from picu regarding the same issue.